Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site navigation system seemed to cycle power intermittently. The computer became unresponsive and required multiple attempts to re-boot. In trouble-shooting, the reported issue could not be replicated. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the computer is fully functional. Testing could not reproduce the reported event; computer did not cause event. Part has been replaced to resolve the issue.

Manufacturer narrative:
Patient weight not made available from the site. RMA issued. Replacement computer shipped to site (B)(4) 2014. System check-outs performed. A medtronic representative, following-up at the site, replaced the navigation system computer. Issue resolved. No further issues reported. Suspect part not returned to manufacturer for analysis. Part not returned to manufacturer.